Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain in their lower limb a day after the implant procedure for evoke scs system. The patient was evaluated in the emergency department and subsequently hospitalized for pain management. The physician determined that the reported pain was likely due to inflammation. A gradual reduction in the reported pain has been noted.